Event description:
The customer alleged they received questionable fructosamine (fruc) and hba1c results on their integra 800 analyzer. The customer provided data for 27 patients with discrepant fruc results that were reported outside the laboratory. The customer stated that while running his fruc samples, the analyzer suddenly started giving low and zero results. The results were not flagged and they were transmitted and reported. The customer stopped the analyzer and changed both sample probes. The customer performed quality control and the results were within range. The customer started running hba1c samples and started getting many results with data flags, but did not provide any patient results. The customer then stopped processing samples on this analyzer. The customer repeated the fruc samples on another integra and they were very different than the initial results. The customer issued corrected reports for the 27 patients. The customer stated no medical treatment would have been given based on the discrepant results. There were no adverse events. The fruc reagent lot number was 66974801 and the expiration date was 06/30/2015. The field service representative found a damaged sample probe. He replaced the sample probe. He observed the analyzer performing correctly. All the system checks were successful. The customer performed quality control and all were ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.